Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient presented to the clinic for evaluation. On arrival, the patient was not experiencing nerve stimulation and the patient stated the episode lasted about ten minutes. Lv capture thresholds were consistent on interrogation. Lv output and safety margins were changed. No patient complaints of nerve stimulation with the changes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they experienced spasms on the left side of their chest. The patient indicated that they experienced muscle similar spasms in their chest shortly after surgery and reprogramming occurred at that time. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.